Event description:
Following cannulation of the patients¿ graft, the needle had to be repositioned several times. Approximately one hour into treatment, the patient complained of not feeling well and requested to end the treatment. The blood was returned to the patient and treatment was terminated. The patient appeared anxious and slightly short of breath. While examining the patient, the physician heard rales in both lower lobes of her lungs. The physician requested the patient restart dialysis with only ultrafiltration due to signs of pulmonary edema. Immediately upon restarting treatment the patient went into respiratory distress. Ems was called and the patient was transported to the hospital and admitted with the diagnosis of pulmonary edema and severe anemia -rule out hemolysis. The patient urgently underwent hemodialysis and was transfused with three units of prbcs. The patient was discharged from the hospital five days later and continues dialysis treatments at the outpatient clinic. The nurse manager stated there was no indication the phoenix machine or any treatment related product contributed to the patients' event. The phoenix machine was inspected and determined to be operating within manufacturers' specifications. Both the revaclear dialyzer and cartridge bts were discarded.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Fifteen retained blood tubing samples from each lot number reported 1000060866 and 1000061377 were visually inspected, functional, leak, occlusion and dimensional testing performed and no failures or defect were detected. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro has no regard the submittal of this report as an admission of causation or liability.